Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while doing a tibial nail the patient had screws implanted from a previous surgery in his proximal tibia, the screws were identified to be large fragment cortical screws. The surgeon attached a 3.5 hexagonal screwdriver shaft with quick coupling to the screw driver handle and the surgeon assistant attempted to remove the screws with the screwdriver. The screwdriver handle broke into several pieces in his hand. No fragments in patient, all pieces collected. There was a 1 minute delay while another screwdriver was obtained. Surgery was successfully completed. Patient status is reported as stable. This complaint involves one device. Concomitant devices reported: cortical screws (part # unknown, lot # unknown, quantity # unknown), 3.5 hex quick connect shaft (part # unknown, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).